Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) is complete. The reported problem (monitor would not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, component c604 was shorted on the monitor ca board, which caused a converter runaway. The cause of the inability to power on was the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) would not power on.